Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2018 a hm alert was received due to lv lead impedances of above 3000 ohms. Dr. (B)(6) suspected the lead conductor cable broke, and contacted the patient. On (B)(6) 2018 the patient had a check at the hospital. When the pocket area was pushed, there was a noise, and it was determined there was a lead fracture. The patient was admitted to the hospital. On (B)(6) 2018, an additional lv lead was implanted in the patient. The patient was discharged from the hospital on (B)(6) 2018.